Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, forceps cover glue peeling and bending section cover crack were noted. In addition, probe unit screw adhesive was missing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope distal tip is missing a seal and the screw is loose. The event occurred during preparation for use, prior to a therapeutic procedure. During a standard service inspection of the customer returned device, forceps cover glue peeling was noted. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the glue peeling and crack may have been caused by an external force. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.